Manufacturer narrative:
Investigation of the download data found that no hazard alarms were generated, and no timeouts or drive stalls occurred. The phb data showed that the agc algorithm was able to appropriately adapt to changes to egvs and user inputs. The investigation did not find any damages or deficiencies that would result in a struggle to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached 400 mg/dl. The patient had ketones, was nauseous and vomiting. For treatment, the patient was given fluids, the anti-nausea medication zofran and insulin. The patient was discharged after 1 day. The pod was worn between 36 and 48 hours on the abdomen.